Manufacturer narrative:
Event date: event date is unknown. The first date of the month of the aware date.

Event description:
It was reported that a shaft break occurred. A 2.50 x 16mm synergy xd balloon expandable stent was selected for treatment in a percutaneous coronary intervention procedure. The synergy failed to cross the lesion due to the calcification. It was noted that the device broke during the procedure.

Event description:
It was reported that a shaft break occurred. A 2.50 x 16mm synergy xd balloon expandable stent was selected for treatment in a percutaneous coronary intervention procedure. The synergy failed to cross the lesion due to the calcification. It was noted that the device broke during the procedure.

Manufacturer narrative:
B3: event date - event date is unknown. The first date of the month of the aware date. Device evaluated by MFR: synergy xd mr us 2.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 23cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.